Manufacturer narrative:
Findings: after battery installation unit power up and display frozen after count up followed by an unexpected constant tone alarm, problem isolated tom/b. Unable to perform any test due to frozen screen. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had air audio/beep anomaly. Customer's blood glucose at time of incident was 120 mg/dl. The customer was advised to remove battery for 5 minutes and insert the battery. Customer stated the constant tone did not disappear. The customer was instructed to remove battery for 2 hours. The customer was advised to insert a new battery after the pump rest. The customer was advised to monitor pump.